Manufacturer narrative:
Continued e1: phone number: (B)(6). Health effect impact code: f2201-biopsy, f2203- imaging required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. And rupture.

Event description:
Healthcare professional reported, left side capsular contracture, baker grade IV. And rupture. Device has been explanted and replaced with non allergan.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, opening assessed as surgical impact opening. (Shell thickness was within specification). Capsular contracture: unable to confirm as it is a medical event not related to the device. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side capsular contracture baker grade IV and rupture. Device has been explanted and replaced with non allergan.